Manufacturer narrative:
Jain, r. Et al. Transthoracic echocardiography is adequate for intraprocedural guidance of transcatheter aortic valve implantation. Echo rsearch and practice. (2017) dec;4(4):63-72 doi 10.1530/erp-17-0050 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the use of transthoracic echocardiogram (tte) during the implant of t transcatheter aortic valve replacement. All data were collected from a single center between 2015 and 2016. The study population included 278 patients, 258 of which were implanted with an evolutr and 17 of which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic device. Serial numbers were not provided. The study population was predominantly female; mean age 82.1 years. Among all patients adverse events included: cerebral vascular accident (cva), trace to moderate paravalvular leak (pvl), balloon aortic valvuloplasty (bav) due to paravalvular leak or stent under expansion, valve-in-valve due to deep implant and/or regurgitation, left ventricular outflow tract (lvot) or midventricular obstruction, right coronary artery obstruction and pericardial effusion. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.